Event description:
It was reported an initial right total knee arthroplasty was performed. Subsequently, approximately 2 months post procedure, the patient had a partial wound dehiscence, resulting in extensive wound care and delaying functional recovery. The patient was placed on range of motion restrictions to allow wound healing. After full healing of the wound occurred, physical therapy and manipulation of the joint resumed to restore full function. The patient remains satisfied with no further complications reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs 42540000035; all poly patella cemented 35 mm dia; lot# 65061501; MDR: 0002648920-2023-00129. 42502806602; femur trabecular metal cruciate retaining (cr); lot# 65100430; MDR: 0001822565-2023-01653. 42530008302; natural tibia trabecular metal two-peg porous rt size h; lot# 64990481; MDR: 0001822565-2023-01654. 42522100911; articular surface medial congruent (mc) right 11 mm; lot# 65079563; MDR: 3007963827-2023-00171.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
There is no additional information.